Event description:
On 10/2/06, the facility's purchasing agent informed the MFR's customer service rep that the device did not aspirate when it was connected to the catheter. Another device of the same catalog/lot number was opened and the surgery was completed without further complications. It was felt that the device was defective.